Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.11. The product was returned for analysis, and damage was observed to the intraocular lens (iol). No cartridge was returned. Iol returned posterior surface up instead of anterior surface up in the iol case. The lens is positioned at an angle in the lens case base well. Solution is dried on the iol. One haptic is bent and is adhered to the optic in a folded position. The other haptic is slightly deformed. The optic is scratched/marked-rejectable with loose fibers. Cartridge not received photo provided shows an iol in a lens case base. One haptic appears to be twisted and folded back on the optic. We are unable to determine the root cause for the reported complaint "haptic was twisted". One haptic is bent and is adhered to the optic in a folded position. The other haptic is slightly deformed. No cartridge was returned; due to this, we are unable to complete a thorough investigation to determine a root cause. In addition to this, all iols are 100% cosmetically inspected as per approved manufacturing procedures and the observed lens condition would not meet our current release criteria. Based on these investigation findings, we are unable to verify if the iol contributed to the event. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during intraocular lens (iol) implantation, the haptic had been twisted and the lens could not be loaded. The procedure was completed on same day. There was no contact or impact to the patient. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).